Event description:
The pt's catheter had pulled back out of the intrathecal space and was coiled up in the spine pocket. The entire catheter was replaced via a laminotomy procedure. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).